Manufacturer narrative:
Breakage was identified to be at the transition step forward of the handle. This is the thinnest cross section and excessive forces can cause it to break off.

Event description:
The shaft broke free from the handle inside the patient. No injury or other complications were reported.